Manufacturer narrative:
The lot was manufactured december 4, 2017 - december 5, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with 128ml of fluorouracil and 67ml of normal saline solution. It was further reported that the fluid was "not running through the pump correctly". The pump had been connected for 7 days. The amount of fluid remaining at the time of disconnection was uncertain. There was no patient injury or medical intervention associated with this event. No additional information is available.